Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately ten months post implant the patient was admitted for bleeding which was occurring from gastro intestinal (gi) tract, nose and gynecological region. The patient was reported to be exhibiting signs of "failure to thrive." Further details regarding the hospitalization, testing and treatment were not provided. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was admitted to the hospital with complaints of bleeding from the gastrointestinal (gi), nasal, and gynecological tracts. Further details regarding the hospitalization, testing, and treatment were not provided. It was reported that the patient was discharged home from the hospital. The pump remains implanted and will not be returned to the manufacturer for evaluation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) gastrointestinal (gi) bleed.